Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a general practitioner and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). Initial and follow-up received on 04-aug and 05-aug-10 respectively were processed together. This case involves a (B)(6) female patient who developed approximately 4-5 nodules around the marionette area which were noticed in the last 2-3 months ((B)(6) 2010). The patient received an injection of poly-l-lactic acid (sculptra) therapy (2 vials) on (B)(6) 2008 (lot number a7023). The nodules are not visible, but they are palpable, hard and mobile. Poly-l-lactic acid was administered in the marionette area. Relevant medical history includes (B)(6), which is under control. The patient is not on any concomitant medication. Action taken/corrective treatment: unknown. Outcome: not recovered/not resolved. A ptc (pharmaceutical technical complaint) has been initiated, conclusion pending. (B)(4).